Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (1.68v). The battery did not last 24 hours before being discharged. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery and reported that the battery was unable to hold a charge.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (1.68v). The battery did not last 24 hours before being discharged. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery. Device evaluation/ additional information 09/25/2017: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a battery and reported that the battery was unable to hold a charge. Additional information 09/25/2017: a us distributor also returned a monitor from the same patient indicating that it was making a high pitched sound and would not power on.